Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure back bottom cracked, cracked in front below sd card door, door slightly hard to open. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there were no significant events or errors in the event log. The alleged complaints were confirmed. The inlet air path assembly and removable air path foam were replaced per remediation.   The customer does not want any repairs done to the unit. The device failed proximal sensor pressure calibration. The device was sent to be retested using active porting block and passed all testing.